Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed eri (elective replacement indicator) and was thus explanted. There is concern that the device depleted earlier than expected. No other complaint was filed against the device.